Manufacturer narrative:
Concomitant medical proucts: product ID: 5076-58 , product type:lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged and exhibited no capture at max output. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.